Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was being used in an unknown procedure. According to the complainant, the basket frayed after using. No further information is available at this time. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.